Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred frequently between 3/9/2026 and 3/16/2026. Data was provided for investigation. The allegation was confirmed due to the finding of no alert/notification frequently within the investigation window. The probable cause of the no alert/notification could not be determined. No injury or medical intervention was reported.